Event description:
The pt's husband reported the cuff developed a slow leak after having been used for 5 days. The tube was removed and a like tube was inserted. The lot number is unk and the tube was discarded.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. A manufacturing CAPA is already in place to address cuff leaks.